Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a cut rear response button cable. The root cause for the cut cable could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.